Manufacturer narrative:
The lot number of the device was not provided, and the device was not returned to bausch and lomb for evaluation. Therefore, a device history records review and product evaluation could not be performed.

Event description:
It was reported that the surgeon attempted implantation of a li61aor intraocular lens into the patient's left eye using the ez-28b delivery system. After the lens was inserted, the surgeon noticed that the haptic was broken. Subsequently, the incision was enlarged to remove the lens. Another iol of the same model and diopter power was successfully implanted. Please reference MDR #: 1119279-2011-00089.